Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer declined providing any additional information regarding the occlusion alarms. Subsequently, it was reported the customer went to the emergency room (ER) due to experiencing diabetic ketoacidosis (dka) considered to be dangerous. While in the ER, the customer received treatment in the form of an insulin drip and saline. The customer's bg levels were monitored while in the ER. After the ER, the customer was admitted to the intensive care unit (ICU) with a bg level of over 500mg/dl and dka. The customer could not recall the treatment received while in the ICU. The customer was released from the hospital the following day.